Manufacturer narrative:
Age at time of event - patient's year of birth: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: prominent axillary lymph nodes with enlarged cortex.

Event description:
Healthcare professional reported right side "prominent axillary lymph nodes with enlarged cortex most likely caused by covid-19 vaccination". Device remains implanted.

Event description:
Healthcare professional reported right side "prominent axillary lymph nodes with enlarged cortex most likely caused by covid-19 vaccination". Device has been explanted.

Manufacturer narrative:
"Device evaluation: the device related to the reported event of lymphadenopathy was received on (B)(6) 2022 with lot number 2903083. Visual analysis of the returned device identified: weight to the spec, deformation, and red particles in the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.